Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. The patient was hospitalized for 16 days for the event. On an unreported date, the patient started treatment with unspecified antibiotics intraperitoneally (ip) for peritonitis. Outcome was not reported. Additional information was requested, but is not available. This is report 1 of 3 for this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13e20028 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up report will be submitted. Same patient as (B)(4).